Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor and could not be calibrated. It was noted that the lower right diagonal quadrant was not operational with the stylus. A new stylus was attempted and the programmer was rebooted multiple times but the issue remained. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus and cursor were not aligned. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.